Manufacturer narrative:
(B)(4). One (1) viper2 final tightener driver (product code: 2867-45-550, lot number: x1209) was returned to the customer quality unit (cqu) on march 3rd, 2017. The returned driver was found to be broken at its distal tip. The portion of the driver that had broken away from the body was not returned. The driver was subsequently submitted for fracture analysis. Optical imaging of the fractured surface exhibits rough surface characteristics that extend across the entire surface suggesting the driver underwent a static overload failure. Arced ridges are also present on the fracture surface suggesting that the fracture started at one of the hex lobes and propagated both around the tip in a clockwise direction and along the driver¿s axis toward the distal tip. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was performed on the driver. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a probable root cause is a static overload failure due to unexpectedly high forces placed on the tip during tightening. The seized torque handle not ratcheting at its intended point may have directly resulted in the driver tip breaking by allowing unexpectedly high amounts of torque to be applied to the driver tip. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Torque limiter did not work correctly and that's why the tip of the driver shaft broke.